Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device cannot boot up. Further information was provided that the battery cannot charge due to a power adaptor failure. There was no adverse patient impact reported.